Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of temp tip detached.

Event description:
It was reported that a flexima ureteral catheter was used during a retrograde intrarenal surgery (rirs) procedure. During the procedure, the end suddenly broke off while using the product. The procedure was completed with another of the same device with no patient complications.